Event description:
It was reported that no disposable alarm was experienced. Settings reviewed, pump powered off. Tubing clamped, cassette removed, tubing rubbed, cassette tapped on a hard surface, rubbed tubing again. Cassette replaced, tubing unclamped, pump restarted, and turned back on. Pump displays run. No further questions. No further information available.